Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: during investigation, the black box and alarm history showed evidence of ¿cs012¿ slave processor communication alarm on 08/20/18. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The display screen contrast was dim and reddish. ¿ez-prime¿ steps were performed correctly, no ¿cs012¿ alarm or any alarm occurring during the investigation. Unable to duplicate ¿cs012¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue that occurred during basal delivery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.